Event description:
It was reported that during the atrial fibrillation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that 'too many bubbles in the side port' were noted by the physician when trying to exchange for farawave catheter and when trying to aspirate after going transeptal and mapping with non-boston scientific octaray catheter. It was attempted to introduce and aspirate again and yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. Carto smartablate pump at 15ml was used for irrigation of sheath. The bubbles were seen in flushing line side port. The physician claims guidewire was flush with farawave and dilator was inserted straight into sheath not at an angle.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.